Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00161. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation of a diagnostic procedure the tip on the inner sheath broke off and went into the patient, it was retrieved from the bladder. This caused a surgical prolongation less than 30 minutes. The procedure was completed using a back up device and there were no reports of patient injury.